Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer flooded when a patient¿s hemodialysis treatment started. It was reported that both transducers had to be replaced. Upon follow up, it was confirmed that the patient was rinsed back with no blood loss. There was no patient injury or medical intervention required as a result of this event. The lines were cleared, the transducers were replaced and the patient was able to continue and complete their treatment successfully. The machine alarmed with a tmp alarm. The sample is not available to be returned.